Manufacturer narrative:
Results: bd did not receive samples from the customer in support of this complaint, however a photograph was provided showing significant pooling of blood in the stopper well. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Without a sample, an absolute root cause for this incident cannot be determined. Bd was not able to duplicate or confirm the customers¿ indicated failure mode based on photographic evidence alone. However, the r&d team for barricor is investigating pooling/leakage issues with potential links to the stopper.

Event description:
It was reported that the stopper wells are pooling with blood following draws from bd vacutainer® barricor¿ plastic tubes (13x75mm,3.0ml) with the lime green bd hemogard¿ closures. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.